Event description:
IV being removed for patient discharge. Upon removal, rn noted the catheter of the IV was missing. Ultrasound completed and found 3/4" of 1" catheter in the cephalic vein. Md performed procedure at bedside to cut catheter from the vein. FDA safety report ID# (B)(4).